Event description:
Patient reported they provided a letter of recommendation from their dentist. The dentist states in the letter that the patient was seen for a comprehensive periodontal evaluation. Upon clinical examination and radiographic assessment, the patient was diagnosed with localized moderate periodontitis, classified as stage iii grade b. This condition indicates active periodontal disease with clinical attachment loss and compromised bone support, which requires immediate periodontal intervention and ongoing professional management. Patient advised to cease all us of byte clear aligners.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.